Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation and she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, migraine, headache, nausea, weight increased and weight decreased had resolved. The reporter considered fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for events fatigue, migraines, headaches, nausea, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter details updated and patient demographics and laboratory data were added. Essure explant date added. Injury event was updated to chronic pelvic pain, general abnormal bleeding, fatigue, migraines, headaches, nausea, weight gain, weight loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.